Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc IV tubing was unable to be connected to hub. The following information was provided by the initial reporter: it was reported by customer that machine generated alternative text: bd insyte autoguard bc 22 gauge angio. Ivrn could not thread extension sets on this catheter. I have the defective catheter and extension set in my office. The catheter was removed and ivrn inserted another piv. There have been multiple issues with this catheter recently with the inability to thread an extension set on to them, I¿m reaching out to report a safety incident that occurred with bd item # 382523 ¿ insyte autoguard bc shielded IV catheters, wingless, blue, 22g x 1". I¿ve included the safety report that I received if needed, but please see the responses below: the event occurred on (B)(6) 2024. There was no harm to patient or staff. This has been an ongoing issue. I have not been provided an exact number for how many times this has occurred.

Manufacturer narrative:
Investigation results: the complaint of a damaged catheter adapter, which likely affected the connection with another accessory was confirmed and the cause appeared to be manufacturing related. One 22g insyte autoguard IV catheter was provided for investigation. Deformation was observed on a portion of the inner edge at the opening of the adapter, which likely occurred during manufacturing. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.